Event description:
A customer was hospitalized with a blood glucose level of 592 mg/dl, cause was unknown. The customer received intravenous fluids of saline and insulin treatments at the hospital, which successfully resolved the problem. The customer was released on (B)(6) 2025 with no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally the cartridge and infusion set had been in use for more than 48 hours with novolog insulin. Tandem technical support educated the customer on insulin labeling.